Event description:
It was reported that technical services (ts) received a telephone call from a health care professional (hcp) inquiring about device beeper settings, as this unknown boston scientific implantable cardioverter defibrillator (ICD) detected out of range shock impedance months ago, but no beeping tones were heard. Ts discussed default device settings versus settings that need to be manually turned on. No adverse patient effects were reported. No further information, including the manufacturer of the shock lead, has been provided to date.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.